Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 26, 2025 section h3: evaluated by manufacturer: yes device evaluation: according to the initial report, a za9003 (3pc tecnis monofocal (sn) 2696042345). It was reported that during a scleral fixated intraocular lens (iol), the haptic on the lens tore, resulting in the lens being explanted. This product was used for treatment purposes. No further information was provided. Visual inspection of the complaint device reveals that the complaint lens was received cut in half and coated in viscoelastic residue (only one lens half was received). The received half was cleaned revealing a smudge-like mark on the lens and a bent haptic. The complaint issue haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a scleral fixated intraocular lens (iol) case on (B)(6) 2025, the haptic on the lens tore, resulting in the lens being explanted by surgeon. No further information available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown; information not provided. Section d6b: if explanted, give date: unknown; information not provided. Section e1: telephone number: unknown; information not provided. Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.